Event description:
General report received of an unspecified number of undocumented incidents of device breakage; subsequently, leaks of chemotherapeutic agents were noted. The tubing sets were being used to deliver unspecified chemotherapeutic agents, at unspecified rates, via plum pumps. After unspecified lengths of time, it was reported that the clave secondary port on the cassettes of the tubing sets broke off and unspecified volumes of chemotherapeutic agents leaked. The customer contact reported that unspecified volumes of chemotherapeutic agents came in contact with unspecified locations on the patients. The customer contact reported that the pts were encouraged to wash the areas. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no add¿l info was provided, including if the solutions that leaked were cleaned up according to the user facility¿s protocol and if the tubing sets were replaced and the therapies were resumed.

Manufacturer narrative:
Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the ¿other¿ field. The domestic list number has a common device name of 80frn and has a 510k of k865060. This report represents all the info known by the reporter upon query by hospira personnel.